Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/functional inspection: the sample was returned bloody. The device was returned half primed, with the cannula retracted, exposing the sample notch. No damage was noted on the cannula and the sample notch. There were no visual anomalies noted on the sample. The sample was functionally tested by twisting the rotational knob once and the stylet retracted and locked into place as expected. The device was able to be fully primed with no issues and the arrow was visible in the ready window. The device was functionally tested by pressing the firing trigger. Upon firing, the stylet detached and separated from the stylet hub into the air. The device was disassembled and there were no signs of mold on the stylet needle. It was noted that the end of the stylet needle did not have the double notches for 14g monopty needles. Conclusion: the investigation is confirmed for a detached stylet from its plastic hub. The base of the stylet needle did not have the double notches for a 14g monopty needles. The root cause for this event was determined to be supplier related. The current IFU (instructions for use) states: indications for use: the core needle biopsy device is intended for use in obtaining biopsies from soft tissues such as liver, kidney, prostate, spleen, lymph nodes and various soft tissue tumors. It is not intended for use in bone. Directions for use: bard monopty disposable core biopsy instrument preparation: before using, inspect the needle for a damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Prepare the monopty instrument for biopsy by twisting the rotational mechanism at the end of the instrument. One-half turn will withdraw the cannula and lock it into place. An additional one-half turn will withdraw the stylet and lock it into place. The instrument is ready to fire. The arrow must be visible in the ready window prior to insertion into the patient. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided prostate biopsy, the outer canula did not fully close to obtain an adequate tissue sample. Another device was used to complete the procedure. No pt injury was reported.